Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the near-end pressure sensor was faulty. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the near-end pressure sensor was faulty. Device evaluation and repair are pending.

Manufacturer narrative:
Per good faith effort (gfe) response received on 12jun2024, the customer inquired a third party for repair. No work was performed by philips. The customer inquired a third party for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.